Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the ins won¿t charger, it won¿t turn on or do anything. The patient reported that the last time they charge the ins was about a month ago. The patient spoke with customer service to meet and jumpstart the device and then to make sure the device was working and to make any possible adjustments if needed. No patient complications have been reported because of this event.